Event description:
Information was received indicating that cadd solis vip pump was running slow. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, analysts were unable to find any errors or accuracy issues with the returned pump. No fault found with returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: additional information: h6 (patient code). Additional information received via email on 23-oct-2020 that there was no patient involvement with this event.